Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported that there was a broken wire on the b side of the high pressure transducer. Since the event occurred during routine testing, there was no pt involvement during this event.